Manufacturer narrative:
Method: complaint history analysis, mfg record review, risk review. Result: visual inspection could not be performed as product was not returned. Complaint history analysis - (B)(4). Investigations on previous complaints concluded recurrent issues and (B)(4) was initiated. This recurrent failure is attributable to excessive stress/torque being applied to the instrument by the surgeon during rod insertion. Mfg record review - no deviations reported. Risk review - surgery could have to be converted to open surgery if another instrument isn't readily available or if some fragments from broken shaft were not easily retrievable. Conclusion: the product in this complaint was not available for eval. However, (B)(4) was initiated to evaluate the root cause of these failures based on a previously existing trend. As a result of this CAPA, the mantis rod inserter inner shaft and mantis rod inserter were redesigned. A recall was initiated in (B)(6) 2011 (refer to (B)(4)) for this product issue.

Event description:
During a surgery, neck of the rod inserter was broken when the surgeon tried to insert the rod right after holding the rod.